Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A non-conformance search was performed for this part-lot combination and no non-conformances were identified. Further, a review into the depuy synthes mitek complaints system revealed 3 other similar complaints for this lot of 787 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported by the affiliate that the surgeon made a burr hole with the reamer and the tap. But the hole had a slightly different insertion angle which was supposed to be adequate for the milargo. After the milargo was inserted, it was broken in half. There was no harm to the patient. The surgery was completed with a 5-minute delay. The backup device was used to complete the case.